Event description:
It was reported that intermittent occlusion alarms occurred. Customer declined follow up from tandem technical support. Reportedly the customer is removing cartridge air with an empty syringe. Tandem clinical support informed customer that removing cartridge air with an empty syringe, is off label per the user guide. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill 7.3 global user guide.book page 30 tuesday, (B)(6) 2022 9:22 am chapter 2 important safety information 31 port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the cartridge and tubing takes space where insulin should be and can affect insulin delivery h3 other text : device not returned.